Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.